Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission#: k083689, k142596, k191910.

Event description:
According to the event description: "the equipment is finishing medication before the entered time. On the day on (B)(6) 2025, it was evidenced during the service that the infusomat space pump series: (B)(6), infused the medication in a shorter time than it was programmed." The customer reports that the event occurred once, in addition, there was verification of the occurrence by the clinical engineering team and a ticket was opened for the company. The customer states that a periodic calibration procedure was carried out. The event was classified by the customer as non-severe."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four pumps are dispensing medication before the set time, for different patients and at different times. Programmed time: 120 minutes, infusion time: 80 minutes, medication: infliximab, programmed volume: 269 ml, flow rate: 134.5 ml/h. Use history analysis no record of equipment use on 13/06/2025, no programming found for: 120 min, 269 ml, 134.5 ml/h, last infliximab selection: 28/03/2025 at 14:41:16, last infusion: 22/08/2025, programmed: 115 ml at 115 ml/h for 1 hour, infused: 106.1 ml, no infusion errors observed. Functional analysis: test 01 (based on last recorded programming): flow rate: 115 ml/h, volume: 115 ml, time: 01:00, infusion time: 01:00:04 error: +0.1%, volume infused: 114 ml error: -0.9%, result: approved. Test 02 (based on user report): flow rate: 134.5 ml/h, volume: 269 ml, time: 02:00, infusion time: 02:00:09 error: +0.1%, volume infused: 270 ml error: +0.4%, result: approved. Visual analysis: equipment appears normal as used. Conclusion: no evidence of infusion time or volume errors found. Infusion matched programming and user actions. Functional tests confirmed correct and precise operation. Pre-alarm for end of infusion worked correctly (visual and audible). The defect is considered as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.